Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring broke off while inside the pt's leg. The c-ring was retrieved through the original incision. A second device was opened for the procedure, and it was reported that the sheath insulation broke off the device. Staff retrieved the broken piece from the pt through the original incision. No additional intervention was required. A replacement unit was used to complete the procedure. The hosp did not report any pt complications as a result. This report is for the first device.

Manufacturer narrative:
Investigation results: the hemopro tissue welder was received with the tri-heater assembly bent and dislodged from the hot jaw tip. The device was received with the c-ring split (broke) in half. The broken c-ring half was still attached to the c-ring slider wire, which easily extended and retracted from the cannula. The broken c-ring half, which is normally attached to the scope wash tubing, was not returned with the device. Visual inspection showed that the c-ring was subjected to a heat source long enough to melt, and subsequently split the c-ring into two pieces during clinical manipulation. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot #.